Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a endoscopic mucosal resection procedure. According to the complainant, the physician inserted the device into the large intestine, and when he pushed the inner hub to deploy the needle, he found the needle detached from the inner hub. The needle did not fall off into the patient. The device was not tested prior to use. Another interject injection therapy needle device was used for the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the needle was present and secured to the inner sheath per the manufacturing specifications. The outer sheath was found detached from the outer hub; however, further examination of the proximal sheath found an impression from the molding process indicating that an attempt was made to secure the sheath to the outer hub. The correct device was returned, as confirmed by the complainant; however, the investigation concluded that the condition of the returned device was not consistent with the reported event. As the needle was found fully intact, this event is no longer considered MDR reportable. A device history record, and review of similar complaints could not be performed as the lot number is unknown. It is possible that anatomical or procedural factors were encountered that may have contributed to the event; however, an exact root cause could not be determined.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Reported event of the needle detaching. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a endoscopic mucosal resection procedure. According to the complainant, the physician inserted the device into the large intestine, and when he pushed the inner hub to deploy the needle, he found the needle detached from the inner hub. The needle did not fall off into the patient. The device was not tested prior to use. Another interject injection therapy needle device was used for the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.